Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed the energy recognition test on an in-house generator. No damage was found to the blade. Additional observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad was damaged at the midpoint, and the damage was axially aligned with the pad. The teflon pad was damaged, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: additional information was obtained from quality engineer (qe) investigation. Annex g code was updated to g04077 - jaw.